Manufacturer narrative:
Other relevant device(s) are: battery 9735773 48v s8 svc ups 9735787 main cart s8 svc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that the system was powering down unexpectedly about 10 minutes after turning the system on. After allowing the unit to charge, the manufacturer representative was unable to power on the system at all. Navigation was aborted; however, the surgery and imaging was not aborted. No impact on patient outcome. The extended surgical time was less than 1 hour.

Manufacturer narrative:
D10: lot numbers obtained product ID: 9735773, lot #: 2037 product ID: 9735787, lot #: s20380020 analysis was performed on the system and the battery was replaced with the uninterrupted power supply (ups). Codes b01, c02, and d02 are applicable to this analysis. After replacing the ups, battery, and fuses, the system is now functioning as intended analysis was performed on the ups and the complaint could not be verified. The unit was run for 24 hours with the accompanying battery and all ports were outputting the proper voltage. The ups ran on battery for approximately 11.5 minutes after being removed from power. The ups performed as expected. Codes b01, c19, and d14 are applicable to this analysis. Analysis was performed on the battery and the complaint could not be verified. The battery was tested for 24 hours, units did not shut down or heat up. When the ups was removed from power, the battery powered it for approximately 11.5 minutes before shutting down. Before and after testing, the battery measured acceptable voltages of 51.70v and 51.67v. There was no sign of corrosion or leaking cells. The battery performed as expected. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.